Manufacturer narrative:
The reported issue of led display segment was dim was confirmed on 5 out of 5 returned boards. Physical inspection of each board was performed, and no damage, corrosion, or cold solder was observed. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. Device history review: review of the sn (B)(4) service history record showed the device had a manufacture date of 13-feb-2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 27-nov-2020 and indicated that this device has not been previously returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only display board assemblies were provided for the investigation.

Event description:
It was reported that the device dim segment on the led display needed to be replaced. Although requested, no additional information was provided.